Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer (se) evaluated the device, and verified the customer reported malfunction. When adjusting the oxygen mixer, the device fraction of inspired oxygen (fio2) field did not display the proper value. A gasket was missing on the air inlet cover, and it was replaced. The unit passed all testing and operates within the manufacturing specifications, and was returned to the customer.

Event description:
A report was received stating a ventilator delivered inaccurate volumes during patient use. An oxygen reservoir and an oxygen compressor were being used at the time of the reported event. The patient was removed from the ventilator and transferred to another ventilator without harm. There is no death or serious injury associated with this event.